Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant imprecision with inratio2 meter. Results as follows: date: (B)(6) 2012, inratio2 reading 1: 5.9, inratio2 reading 2: 4.8. Time between tests was approximately 10 minutes. Patient's therapeutic range is 2.0-3.0.